Event description:
The customer reported that the system displayed a blank left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the mainframe power supply, and the battery pack. The system was tested and found to be working as intended and put back in service.